Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, x-rays were not returned for review. The device was in vivo for approximately 2 years and 8 months. Based on the available information a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Revision of loose tibia, x-rays showed loosening of the tibia. The tibia was removed with no bone cement stuck to it. Tibia was revised to a precoat with a stem.